Event description:
The customer reported to phillips healthcare that the heartstart xl had "no ECG wave" and failed the ECG test. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.